Event description:
Healthcare professional reported "had some issues with healing and was taken back for debridement and implant replacement". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
The event of "delayed healing" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing.